Event description:
The customer reported the distal end of the subject device was damaged. The reported issue was found during a fiberoptic transurethral nephrolithotripsy (f-tul) procedure. The intended procedure was competed using another device. There was no report of patient or user injury due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed that the insertion tube and the bending section cover were damaged, and broken metal wires were protruding outwards. This report is being submitted for the malfunction found during evaluation (broken metal wires protruding out).

Manufacturer narrative:
Upon inspection and testing of the device, the metal wires were found to be protruding out due to a damaged insertion section and bending section cover. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, it is likely the metal wires were protruding out due to the device being subjected to irregular forces such as a strong twisting operation to the left and right with the curved part fixed at an angle, or by a sudden angle operation. However, a definitive root cause could not be determined. In addition, service also found the bending angle was out of specification due to wear of the angulation wire. Forceps and the channel cleaning brush could not be inserted easily into the forceps channel. There were image issues due to a damaged angle lever, a leakage due to damaged rubber, the video cable was stained due to insufficient cleaning, and multiple parts of the device were scratched. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide a correction to d5 and g3 of the initial medwatch. D5 - corrected to health professional. G3 - the aware date should be dd-mmm-yyyy. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.